Manufacturer narrative:
UDI and operator of device unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the maintenance checkup, the gso engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury reported.

Manufacturer narrative:
Information corrected in the complaint on 19jan2023. Serial number was changed to (B)(6). One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated as there was looseness of the patient outlet connector. The cause of the problem was determined to be design as the load in the loosening direction is applied when the circuit is attached or detached. Issue was resolved by tightening the patient circuit connector with a force of 4.5 nm. After that, functional tests and performance tests were conducted and passed. DHR review was done, no issues related to the original complaint were found., corrected data: serial number and corrected.